Manufacturer narrative:
Internal file number -(B)(4). Evaluation summary: visual, dimensional, functional and sem inspections/analysis were performed on the returned device. The reported deflation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded proximal left anterior descending artery. A 2.25 x 20 mm trek balloon catheter was inflated without issue but would only partially deflate. First the inflation device was used in an attempt to deflate the balloon but only the distal half would deflate. Then a syringe was used and it also could not deflate the balloon. The balloon was removed from the anatomy partially inflated. Several other balloon catheters were successfully sued to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.